Manufacturer narrative:
G4:06apr2021. B4:07apr2021. The customer replaced the power cord and the issue was resolved. It was reported that faulty power cord has been disposed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the power cord is faulty. There was no patient involvement. The field service engineer (fse) provided remote support and provided the part number for the power cord.